Manufacturer narrative:
Manufacturing site evaluation on-going.

Event description:
Mis two level tlif on (B)(6) 2015 . Implant sheared upon insertion; broke into two pieces. Surgeon has used the inserter and graft on multiple occasions. First graft (size 11) went in without issue; space was more collapsed than second space. Second graft (size 12) broke on posterior corner when implanting. Inner-body became misaligned and inserter teeth seemed to push in too far on the interior wall of the graft. Inserter was still touching the cage; surgeon pulled the inserter out. Surgeon did an additional x-ray to check placement and orientation when the graft broke. Surgeon drilled the endplate slightly to help retrieve the graft and piece. All pieces were removed under microscopic visualization. The same size graft was implanted after broken graft removal. Surgery was completed as expected. Patient is doing well. Surgery was delayed approximately 20 minutes. Information regarding insertion instrument in use during procedure has been requested.